Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA would not detach from pen and the outer cover would not attach pen needle. The following information was provided by the initial reporter: material no. 320109 batch no. 0036223 it was reported that cap will not come off. Pen needle is not detaching from insulin pen and outer cover will not attach to pen needle. Verbatim: from phone call on (B)(6) 2021 10:48:10: consumer reported consumer calling back with just this box issues removing the pen needle from baslagar pen with the pen needle outer cover. The cover does not snap onto the pen needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary customer returned a total of fifty four pen needles. Their tear drop labels showed that they were all 8mm, 21 gauge pen needles from lot 0036223. Thirty samples were separated for testing. Each of these pen needles were tightened into place on a test pen and removed from their outer covers. Each of the pen needles was tightened onto the pen without issue and could also be removed from the pen without issue. Each of these samples was put through shield pull force testing. The results of these tests are featured below: 1. 0.5 lbs, 2. 0.4 lbs, 3. 0.6 lbs, 4. 0.5 lbs, 5. 0.3 lbs, 6. 0.7 lbs, 7. 0.5 lbs, 8. 0.7 lbs, 9. 0.8 lbs, 10. 0.6 lbs, 11. 0.8 lbs, 12. 0.7 lbs, 13. 0.6 lbs, 14. 0.3 lbs, 15. 1.1 lbs, 16. 0.9 lbs, 17. 0.7 lbs, 18. 0.6 lbs, 19. 0.2 lbs, 20. 0.5 lbs, 21. 0.5 lbs, 22. 0.7 lbs, 23. 1.2 lbs , 24. 0.6 lbs, 25. 1.5 lbs, 26. 0.9 lbs, 27. 0.5 lbs, 28. 0.9 lbs, 29. 0.5 lbs, 30. 0.8 lbs. The specification for this test states that forces between 0.3 lbs and 3.0 lbs are acceptable. All needle shields were found to be within spec and functioning as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the outer covers being difficult to remove or of the inner shield not detaching correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA would not detach from pen and the outer cover would not attach pen needle. The following information was provided by the initial reporter: material no. 320109, batch no. 0036223. It was reported that cap will not come off. Pen needle is not detaching from insulin pen and outer cover will not attach to pen needle. Verbatim: from phone call on 2021-02-02 10:48:10: consumer reported consumer calling back with just this box issues removing the pen needle from baslagar pen with the pen needle outer cover. The cover does not snap onto the pen needle.